Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: a functional test was performed and the handle could not be turned to move the plunger up or down and thus the complaint is confirmed. Dimensional inspection: no dimensional inspection was performed as relevant dimensions could not be accessed without damaging the instrument. Document/specification review: vertecem mixer, mixer complete. Based on the review of the relevant drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: the complaint condition was confirmed for the instrument. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot, part: 07.702.016s, lot: 0c53330, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: aug. 05, 2020, expiry date: march 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The mixer head is visible in the cartridge; it is unclear whether the mixer head has come loose from the driving shaft and has therefore remained on the bottom of the cartridge. The provided picture does not allow for any determination of the root cause. Hence this complaint is rated as n/a in the 'confirmed' field. Part# and lot# could not be verified as they are not visible. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot: part: 07.702.016s, lot: 0c53330, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: aug 5, 2020, expiry date: march 1, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a spinal fusion procedure, after mixing the vertecem v+ cement, the handle could not be pushed. An unexpected cover was found inside the lid that stopped the handle from pushing upwards. The procedure was successfully completed using a replacement set. There was no patient consequence. There was no surgical delay. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).